Manufacturer narrative:
The device was received for evaluation. Evaluation included a visual assessment as well as functional testing. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported problem of under pm I identify the pump with system error 345 message on screen display several times. Was confirmed in the event history log (ehl) review as system error 345 messages, but not reproduced during evaluation. The cause was identified to be the upstream thermistor sensor reading was out of the calibrated specification. The ultrasonic sensor requires replacement to correct the issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned spectrum pump, the device alarmed system error 345 (thermistor disparity). No additional information is available.